Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was not received and could not be evaluated. The inserter was returned but has no defect. Because the implant was not returned the complaint cannot be confirmed at this time. A batch record review for the finished good lot was conducted and our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time no further corrective action is warranted. (B)(4) (B)(6). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported that the surgeon open up the implant and inserted into the skin of the shoulder and the anchor tip broke. He pulled and removed the anchor and remnants of the anchor tip using same like product. Nothing was left in the patient. Patient was fine post procedure. No adverse event. No delay in surgery.